Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer was hospitalized due to hyperglycemia. Hyperglycemia was treated with manual injection. Customer experienced diabetic ketoacidosis and was hospitalized. The customer reported symptoms of vomiting and heart attack. The customer reported a blood glucose value of 500 mg/dl. Customer was hospitalized for more than 24 hours. It was reported that date and time on the insulin pump were incorrect. The event involved product(s) unomedical, mmt-342, mmt-1884. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required formmt-342. No product return is required for mmt-1884.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in sections b1 (unchecked the box "product problem (e.g., defects/malfunctions)"), b5 (updated the summary), h6 (replaced health effect - clinical code 1905 with 2364 for health effect - impact code 4607) and h6 (medical device problem code 2582 has been replaced with 2993) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not allege regarding time/clock anamoly.